Manufacturer narrative:
Multiple efforts were made to contact the customer; however, no response was received. Based on the information available the cause of the reported problem is unknown.

Event description:
Philips received a complaint that the pic ix system was monitoring two patients, one patient had a ventricular tachycardia (vtach) alarm condition. The nurse stated they saw the vtach alarm but did not get an audible alarm at the central station. The hospital biomed was unable to test the sound at that time; therefore, they requested a philips field service engineer (fse) onsite visit. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.